Event description:
The advocate stated that she received blood glucose readings of 300 and 280 mg/dl using her contour meter and a reading of 142 mg/dl using the customer's contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement test strips and a new meter were sent to the advocate.